Event description:
Update was received that patient was seen in clinic, and high impedance was seen again.

Event description:
During periodic review of generator's programming history a high impedance event was confirmed. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.